Manufacturer narrative:
A united states (us) customer reported an observation of an elevated advia centaur high sensitivity troponin I (tnih) patient result for a sample, which was discordant relative to repeat testing. Calibration was acceptable, and quality control (qc) was within ranges on the day of the event. The interpretation of results section of the assay instructions for use (IFU) states, ¿results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings.¿ siemens is evaluating the event.

Event description:
The customer reported an observation of an elevated advia centaur high sensitivity troponin I (tnih) patient result for a sample, which was discordant relative to repeat testing when using tnih lot# 115. The initial discordant result was not reported to the physician(s). The sample was retested on the original advia centaur cp analyzer. The retested result was lower than the discordant result. The retested result was determined to be correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.